Manufacturer narrative:
The event of seroma-late is are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis results: visual analysis of the returned device identified: creases, the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge broken in the side posterior assessed as unidentified (tear) opening and missing shell assessed as inconclusive. The reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture and "liquid periprosthetic drainage". The device has been explanted.